Event description:
It was reported that stent damage occurred. The in-stent restenosed target lesion of a non bsc stent was located in the moderately tortuous and severely calcified right coronary artery (rca). During intravascular ultrasound (ivus) it was noted that there was in stent restenosis (isr) of a previously implanted non bsc stent and stent lumen deformation of the inner side of the stent. Pre dilatation was performed using a 2.0mm unspecified balloon catheter. A 3.5x28mm promus premier¿ stent was selected to treat the lesion but the device failed to cross. The physician tried several times but still failed to cross the lesion. The device was removed and it was noticed that the mid part of the stent was deformed. The procedure was completed by another 3.5x28mm proms premier stent using the anchor balloon technique. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent found stent struts on the sixth and seventh row distal from the proximal end of the crimped stent were distorted and lifted upwards from the stent profile. Due to the moderately tortuous and severely calcified lesion, it is likely the crimped stent may have encountered resistance during placement attempts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The in-stent restenosed target lesion of a non bsc stent was located in the moderately tortuous and severely calcified right coronary artery (rca). During intravascular ultrasound (ivus) it was noted that there was in stent restenosis (isr) of a previously implanted non bsc stent and stent lumen deformation of the inner side of the stent. Pre dilatation was performed using a 2.0mm unspecified balloon catheter. A 3.5x28mm promus premier¿ stent was selected to treat the lesion but the device failed to cross. The physician tried several times but still failed to cross the lesion. The device was removed and it was noticed that the mid part of the stent was deformed. The procedure was completed by another 3.5x28mm proms premier stent using the anchor balloon technique. No patient complications were reported and the patients status was good.